Manufacturer narrative:
Unit was programmed and monitored using the auto off alarm feature. The auto off and auto suspend alarm functioned properly during testing. Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime and system sensor test due to faulty gold sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done and customer was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.